Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot, insulation resistance and te recognition tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot, insulation resistance and te recognition tests. The cause was a shorted pulse wire inside the cable running from the distribution node (dn) to the front te. The root cause of the shorted pulse wire cannot be positively identified. No adverse event resulted from the shorted wire. The last patient to use this belt did not report any deficiencies.